Manufacturer narrative:
Batch review performed on 15 may 2024: lot 2215069: (B)(4) items manufactured and released on 21-sep-2022. Expiration date: 2017-08-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery for knee instability and the cause is unknown. At about 10 months post primary the surgeon revised the insert, implanting a thicker one (from 14 mm to 17 mm) and the surgery was completed successfully.